Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was intermittently unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical (B)(4) service technician went to the customer site to evaluate the device. The reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.